Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Voice closed up due to fragrance [throat tightness] allergy/allergic reaction [hypersensitivity] lips swollen due to fragrance [lip swelling] rash on hands due to fragrance [rash] sore throat due to fragrance [oropharyngeal pain] eyes tearing due to fragrance [lacrimation increased] inhaled liner fragrance [exposure via inhalation]. Case description: a (B)(6) female consumer used an always liner, one liner with perfume, once only for the first time six months ago on an unspecified date in (B)(6) 2015 and the product caused her to have an allergy. The consumer reported her voice closed up, her lips were swollen, her eyes were weeping, her throat was sore, and she developed a rash on her hands beginning on an unspecified date in (B)(6) 2015. She visited the hospital where she received intravenous therapy for a few hours. Additional treatment included "testin" pills and zyrtec. Product use was discontinued. Her symptoms completely resolved after five days. The case outcome was recovered. Relevant history: allergies to perfumes, flowers, walnuts, and hazelnuts. Concomitant product(s): none reported. No further information was provided.